Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on properly) has been confirmed. Upon eval the monitor's screen was intermittently white during power up. In addition, the monitor reset during download. The cause for the inability to power on properly was isolated to extensive internal contamination in the monitor. The monitor's tabletop board, speaker, and ca board were contaminated with dirt. The root cause for the contamination was ingress of an unk material. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on properly. The pt was issued a replacement monitor.